Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display each time they want to use it. The patient¿s blood glucose level was 16 mmol/l at the time of the incident. Customer was treated for high blood glucose with insulin pen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error alarm test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No blank display noted. Device received with minor scratched display window, cracked battery tube threads and stained address or serial number label.